Manufacturer narrative:
Investigation summary: initial investigation was performed by package development department. Please find the investigation summary below. After investigation complaint and failure investigation, it may be assumed, that the occurred deviation is a result of improperly assembly during the external packaging and sterilization process at supplier (B)(4). The entire investigation was documented within file "initial complaint investigation (B)(4)". Further investigation at (B)(4) has lead to following conclusion: documentation for production order 01608615 / 01643895 / 01646159 / 01614787 and 01610319 was reviewed. There is no notice or nc regarding the assembly or other process step, which could lead to such a non-conformity. The procedure (B)(4) was also reviewed. All workers are trained to the current procedure. The products were manufactured between april 30, 2019 and august 19, 2019. In this case a previous version of 3510aa218 (B)(4) was applicable. In q1 2020 (B)(4) was informed that the tolerance of the innertube might cause some cases where the inner tube would got stuck with the outer tube. In february 2020 the procedure (B)(4) was revised, where an additional testing step is implemented to verify if the dimension tolerance is achieved. After having reviewed the production order it can be concluded that there is no information, which would show, that (B)(4) was involved for this error. Therefore the complaint is rejected. The entire investigation was documented within file (B)(4). Final conclusion by packaging pdc: as part of the complaint investigation related to tubes unable to disassemble / screw could not be removed / package could not be opened / inner tube was stuck in outer tube / inner part with the screw of the sterile tube got stuck in the outer part / inner tube did no deploy from outer tube (failure modes), parts were returned and inspected by synthes gmbh. Upon evaluation synthes gmbh determined the complaints were likely due to an assembly error at packaging supplier (B)(4). The evaluation required opening and closing the tubes, which made further evaluation by (B)(4) impossible, therefore (B)(4) performed a production review where they stated that no assembly error occurred. It is the position of synthes gmbh that the complaint is attributed to the assembly process at (B)(4). However, as part of an unrelated product issue (B)(4) incorporated additional 100% manufacturing controls (i.e. Torque limiters) followed by 100% in-process inspection (i.e. Gauges) to ensure the products would be assembled correctly. These additional steps were determined to be sufficient for (B)(4) and synthes gmbh to eliminate the issues that led to product complaints related to unable to disassemble / screw could not be removed / package could not be opened / inner tube was stuck in outer tube / inner part with the screw of the sterile tube got stuck in the outer part / inner tube did no deploy from outer tube. In conclusion, the manufacturing controls and in-process inspection were introduced on 30th january 2020 and therefore any complaints related the failure modes mentioned above for product manufactured prior to 30th january 2020 would no longer occur. (See attachment 'sterile tube complaint evaluation final conclusion.pdf') based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 207.040ts, synthes lot number: 4l73284, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 22. May 2019, expiry date: 01. May 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. DHR for non sterile part: part number: 207.040, synthes lot number: 4l21770, manufacturing site: (B)(4), release to warehouse date: 08. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional procode: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, an internal test tube was stuck in the outer tube upon opening the implant. There was no patient involvement. The procedure was successfully completed with other screws. There is no further information available. This complaint involves one (1) device. This report is for one (1) 4.0mm cancellous bone screw partially threaded/40mm. This is report 1 of 1 for (B)(4).